Manufacturer narrative:
(B)(4).

Event description:
It was reported that the imaging catheter was stuck in the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery(rca). During the percutaneous coronary intervention (pci), after rota was performed, intravenous ultrasound(ivus) was inserted. However, lost image occurred and the opticross¿ imaging catheter got stuck at the severely calcified and severely tortuous part and it was unable to be removed, therefore the shaft of the device got cut, imaging core was removed and a 0.014 inch guidewire was inserted to remove the device. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Device analysis revealed the device returned cut in the proximal sheath assembly. An unknown wire was returned with the catheter. A damage was observed on the guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the imaging catheter was stuck in the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery(rca). During the percutaneous coronary intervention (pci), after rota was performed, intravenous ultrasound(ivus) was inserted. However, lost image occurred and the opticross imaging catheter got stuck at the severely calcified and severely tortuous part and it was unable to be removed, therefore the shaft of the device got cut, imaging core was removed and a 0.014 inch guidewire was inserted to remove the device. The procedure was completed with another opticross imaging catheter. No patient complications were reported.